Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 35cc had balloon rupture occurred, causing blood to be drawn in. The iabc was discontinued and removed. Iabc switched to the same size trp3546 and used it on the patient and no adverse health effects were reported to the patient. The iabc was inserted by a cardiologist in the cardiac catheterization laboratory, and the malfunction occurred approximately 30 minutes after the procedure began. A blood pressure transducer was not used, and the attached 15 cm pressure resistant tubing was used with a heparin lock. Iabp used cardiosave. No alarm was issued when the incident occurred. The iabc was inserted into the left femoral artery using the original sheath provided, and was performed using the procedure as per the package insert. The patient blood vessels were mildly tortuous and had no calcification. The patient has not suffered any health problems and is currently receiving iabp therapy in the ICU. The serial number will be confirmed after the item is returned.